Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded motor support disk. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the rewind. Nothing further was reported.